Event description:
It was reported that during a laparoscopic gastric banding procedure, the sagb was passed through the trocar and the seal fell out of the trocar into the patient. The seal was wrapped around the band and the surgeon had to cut the seal off the band. The procedure had to be converted to open. A second trocar will also be returned as this was found to be excessively leaking when this was replaced during the procedure.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that the device was received with the duckbill out of position and damaged. One potential cause for the damage found may be the snagging of an instrument during insertion; however, an investigation has been initiated to address the potential root cause of the reported seal issues. No incident related to the reported event was observed during the batch record review. The analysis results of the device (b) found that it was received with the duckbill partially detached from the sleeve causing the duckbill to remain open at the slit; this condition lead to the reported leaking issues. One potential cause for the damage found may be the snagging of an instrument during insertion; however, an investigation has been initiated to address the potential root cause of the seal issues. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # g9kp1e, expiration date: 06/2015, manufacturing date: 07/2010. (B)(4): duckbill. The analysis results of the device (c) found that it was received inside its original package. Further evaluation found that the seal mechanism was in good condition; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # g9kp1e, d4: expiration date: 06/2015, h2: manufacturing date: 07/2010. (B)(4).